Manufacturer narrative:
The customer returned the strips for investigation. He returned test strips were measured on reference meters with a high level control sample. Testing results: qc 1: 3.1 inr; qc 2: 3.1 inr; qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high results from coaguchek pro ii meter serial number (B)(4). The initial meter result was 7.8 inr and then five minutes later the result was 4.3 inr from a different fingerstick site. Within one hour, the result from a laboratory using thromborel s reagent was 3.6 inr. There was no allegation of an adverse event. The patient had no medications changes and no diet changes. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 334502) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.